Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. Customer's blood glucose was 270 mg/dl. Customer changed the infusion set and cartridge to address occlusion. Customer was using fiasp insulin which was not labeled for use with the pump. Upon follow up, customer reported to have changed insulin to novorapid and occlusions appeared to have been resolved.